Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows application was corrupt. A field service engineer replaced the hard drive and performed a re-image upon reboot, but a windows recovery error continued to appear. A second re-image was completed with the same result. The original drive was then reinstalled, and the system was successfully synchronized and recovered, allowing all functions to operate properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was offline and stuck on the windows boot manager screen displaying "windows failed to start" and indicating that the operating system could not be loaded because the system registry file was missing or contained errors. The screen was black with white text. The customer attempted resetting the device, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.